Event description:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was not showing content and that they rebooted and swapped cables. They were not able to select the dual display, and the 2nd screen is greyed out in display settings. Nihon kohden technical support (tech support) informed them that they will need to select the secondary display in the windows and select the extend to this monitor. He rebooted the cns after making this selection and the unit is displaying correctly. The resolution for the issue was to configure windows properly in order to get the second display up after disconnecting the display by going to the display properties on windows and extend the display to the second monitor. No patient data lost. It is unclear why the customer had rebooted and swapped cable to the unit in the first place, and the customer has been unresponsive to communications. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was not showing content and that they rebooted and swapped cables. They were not able to select the dual display, and the 2nd screen is greyed out in display settings. Nihon kohden technical support (tech support) informed them that they will need to select the secondary display in the windows and select the extend to this monitor. He rebooted the cns after making this selection and the unit is displaying correctly. The resolution for the issue was to configure windows properly in order to get the second display up after disconnecting the display by going to the display properties on windows and extend the display to the second monitor. No patient data lost. It is unclear why the customer had rebooted and swapped cable to the unit in the first place, and the customer has been unresponsive to communications. No patient harm was reported.